Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A field service engineer conducted tests on all drawers, and no failures were detected. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system screen remained black even after several attempts to restart it. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.